Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: convenience tray. Device failure: labeling concerns.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Three photos of 10ml tray product) p/n ¿ 309605) batch 4285459 were received and evaluated. One photo shows the product label affixed to a box carton of tray product with all applicable product information, and another photo is a close-up image of the variable data on the top web of a tray, and a third photo shows four boxes from the side with the labels missing and not affixed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the label missing defect is associated with the packaging process. Manufacturing personnel will be notified and additional training to reinforce proper assembly will be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309605. Batch#: 4285459. It was reported that the bd syringe 10ml ll tip bulk convenience pak label content was missing. The following information was provided by the initial reporter: rcc received a complaint via email. Dmr (B)(4), po #: (B)(4), defect material description: syringe tray, 10ml bd 20pk (ref. 309605) lot number: 4285459. Item code: 309605. Defective quantity: 4. Cases defect description: four cases of bd 10ml syringes were missing case label on outside of box. Confirmed all packs inside were marked with lot number and exp. Date. No items being returned to bd. Observed date: on (B)(6) 2024. Observed during which process stage: receipt. Ir/ dmi number if launched: sample availability for supplier to investigate: no is defective evidence (i.e. Pictures, test results etc.) Available? Yes, is patient impacted? No if defect has been reported to third party? No if the defect report from quva customer? No is there a trend observed? No supplier action awareness/ attention.